Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pulse generator has exhibited a real-time electrogram anomaly due to a potential radio-frequency communication anomaly since implant. Real-time electrograms were functional via inductive telemetry. A firmware download was suggested but not performed.

Event description:
New information received on (B)(4) 2019 indicates that normal device functionality was restored with a firmware download. The patient was asymptomatic.